Manufacturer narrative:
The stent graft remains implanted; therefore, it is not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that approximately eight months post stent graft placement, the patient presented with a stenosis within the av graft circuit. Reportedly, an angiogram was performed which revealed 75% stenosis in the axillary vein, and there was an area of stenosis within the stent graft. Angioplasty was performed with successful results.